Event description:
Facility reported a rep had provided hosp with incorrect connectors for fuji scopes to be hooked into dsd units manufactured by medivators. These connectors did not have a hookup for suction channel. Medivators fcss informed the facility and fuji that they couldn't reprocess the scopes in the dsd until they received the correct hookup. MFR believes that this could have lead to pt injury ir the inappropriate hookups were used since medivators cannot gaurantee the disinfection of scopes if incorrect hookups are used. No pt injuries are being reported.